Event description:
The nurse reported that the central nurse's station (cns) displays went dark but it still has sounds. Power light on the kvm blinking. This is not an nk kvm. Unit monitoring telemetry transmitters. The biomedical engineer (bme) reported that they identified the issue as being a power supply failure on an aten receiver that transmit the telemetry transmitter information. The receiver itself is still functional. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the displays on the central nurse's station (cns) went dark, but it still had audio. The unit was monitoring telemetry transmitters. The power light on the kvm was blinking, which is not a nihon kohden device. The receiver itself was still functional. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the customer had verified the cable connections of the device and indicated that the monitor still had sound. In a follow-up from the customer, they indicated there was a dc power supply failure on an aten receiver. The customer stated that the aten receiver itself was still functional and only the dc power supply was malfunctioning. Based on the available information, the most probable cause of the issue is dc power supply failure. A review of the history of the serial number identified no other reports of the issue.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) displays went dark but it still has sounds. Power light on the kvm blinking. This is not an nk kvm. Unit monitoring telemetry transmitters. The biomedical engineer (bme) reported that they identified the issue as being a power supply failure on an aten receiver that transmit the telemetry transmitter information. The receiver itself is still functional. No patient harm reported nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the telemetry transmitters were being used in conjunction with the cns, but no model or serial number information was not provided.

Event description:
The nurse reported that the central nurse's station (cns) displays went dark but it still has sounds. Power light on the kvm blinking. This is not an nk kvm. Unit monitoring telemetry transmitters. The biomedical engineer (bme) reported that they identified the issue as being a power supply failure on an aten receiver that transmit the telemetry transmitter information. The receiver itself is still functional. No patient harm reported.